Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 03-april-2024, it was reported by the patient that he was hospitalized due to hypoglycemia for 3 days. Low blood glucose level was 50 mg/dl and treated by drink orange juice and hospital treatment. No further information was available.